Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 25 pcu front case is being replaced for unspecified keypad issues.

Event description:
It was reported that 25 pcu front case is being replaced for unspecified keypad issues. Although requested there was no additional information provided.

Manufacturer narrative:
The reported issue of pcu front case is being replaced for unspecified keypad issues is confirmed based on the field action. External and internal inspection was performed on the front case keypad (qty 9 gm p/n tc10008335), (qty 1 gm p/n tc10003750) and (qty 12 gm p/n tc10008582) during external inspection, the returned keypad was observed with signs of a crease on the flex cable. During internal inspection, the returned keypad was observed with a crease where the flex cable meets the circuit layer. Test results: the front case keypad (qty 9 gm p/n tc10008335), (qty 1 gm p/n tc10003750) and (qty 12 gm p/n tc10008582) were connected to a cad pcu test fixture #10013973 for functional testing. The returned keypads failed the maintenance keypad test due to various unresponsive soft keys. The keypad¿s ac indicator light did not illuminate as expected after plugging in the power cord and the system on key did not function as intended but was observed with the issues mentioned above. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only keypads were returned for investigation.